Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusions. The customer's blood glucose level was not impacted. The customer would either resume insulin or change the supplies to the pump. As the occlusions had occurred in the past, troubleshooting to determine a possible cause was unable to be performed.